Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged cosmetic damage located at the battery compartment case and visit to emergency room for high blood glucoses found on (B)(6) 2021. Also, on (B)(4), svn#: (B)(6)- customer returned insulin pump for an alleged battery cap cracked/broken and high blood glucoses found on (B)(6), 2018. Unable to confirm battery cap damage due to insulin pump received without the original battery cap. A test battery cap locks securely into place and the insulin pump powered up properly. Device received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08685 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Device was cut open to perform visual inspection and found slight corrosion on the electronic assembly and battery tube assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (21.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to confirm battery cap damage due to pump received without the original battery cap. Cosmetic damage was confirmed at the battery compartment case. A cracked retainer was confirmed. Device passed all the required testing. Unable to verify customer alleged for high blood glucoses. However, during visual inspection, slight corrosion was found on the electronic assembly and battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer's mother reported via phone call that customer had to visit emergency room due hyperglycemia on (B)(6) 2021. Customer's blood glucose level was unknown at the time of event. Customer was treated with intravenous insulin drip for high blood glucose. Customer's current blood glucose level was unknown. It was unknown whether the customer was using auto mode feature at the time of the event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.